Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient faced high blood glucose (420 mg/dl) event on 26-feb-2026. The blood glucose was high for 1-2 hours. The patient was treated with manual bolus. No further information available.